Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and as a result of repair inspection, corrosion of the angulation mechanism section caused the drive section to be solidified, leading to failure of angulation operation. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to a pinhole on channel tube, adhesive on distal sheath has a chip, due to deformation of bending tube the connection between bending section and connecting tube was not secured, up/down angulation lever plate is sticky, universal cord was sticky, video cable had a dent, video connector case had a crack, video connector was deformed, light guide bundle was slipping down, and control unit was sticky due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope bending section could not be controlled at all due to foreign material in the control section. There were no reports of patient involvement.